Event description:
The account alleges that the left head siderail communications cable was cut, and had bare wires exposed. No injuries were reported.

Manufacturer narrative:
The technician replaced the left head siderail, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events of reportability. This effort will continue until we are current.